Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by an attorney that the patient's implantable cardioverter defibrillator (ICD) has allegedly caused great pain, agony, suffering, mental anguish, shortness of breath, difficulty walking, nerve and scar tissue damage requiring intervention to correct and alleviate complications. The ICD is still is use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.